Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 07/1/2009, however the correct date is 02/20/2009. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
B5: additional: at a follow up exam on (B)(6) 2019, the patient¿s symptoms had not resolved as the patient¿s chief complaint was the distance¿s visual acuity was very blurry from iritis reported. The patient¿s comments were of failing the driver¿s test in november. The patient continued to experienced loss of best corrected visual acuity.). Post op bcva 20/30 (od) and 20/20 left eye (os). The patient¿s symptoms are still interfering with daily activities. Bcva from (B)(6) 2019. Right eye post-op 20/20 3.50 x -4.75 x 12. Left eye post-op 20/20 -2.75 x -.50 x 15. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with sudden onset of photophobia, redness and blurred vision I the right eye (od) post treatment. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). Post op bcva 20/40 (od) and 20/80 left eye (os). The patient complained of blurry vision, halos, glares and shadows and was adjusting to monovision. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2019 patient presented with iritis in od and complained that distance vision is blurry and can't do his work. There was no loss of bcva noted. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -5.25 x -1.00 x 15, left eye pre-op 20/20 -5.25 x -.75 x 142. Bcva from (B)(6) 2019: right eye post-op 20/20 3.50 x -3.00 x 70.